Manufacturer narrative:
Reported event: an event regarding malposition involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that revision surgery took place due to baseplate in valgus. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: revision of tritanium baseplate, rep to provide further details. Additional information provided 2/10/25: was the revision procedure completed successfully? Yes. Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): no.

Event description:
The following was reported: revision of tritanium baseplate, rep to provide further details.